Event description:
It was reported patient had a possible damage to the insulation on lead. The ipg was also reaching end of life. It was unknown if this occurred prematurely. Surgical intervention was undertaken wherein the system was explanted and replaced to the issues. Therapy was restored post-op.

Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.